Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reez1196 showed no similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that on (B)(6) 2021, the patient found fluid leakage under the transparent dressing during routine infusion, immediately stop the infusion, and maintain and check in the dressing room. When the tube was flushed, it was found that the fluid spilled from the eye of the needle. Report to the doctor immediately and call for general surgery the static treatment team had an emergency consultation, and the 4 cm catheter was pulled out from the puncture site. It was found that the catheter leaked at 41cm of the leakage. The leak was cut off, the connector was replaced, and the chest x-ray was performed again to check the catheter position. After confirming the consent, continue to give chemotherapy drugs infusion.